Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a signal loss and an adverse event. The patient was at the golf course and noticed that their smart device had signal loss and did not come back through the day. The patient passed out and their partner took the patient to his car and when they got home, they called an ambulance. When the emergency medical technician (emt) arrived, they injected the patient with sugar water that made the patient come to about 10 minutes later. The patient was transported to the hospital via ambulance. The hospital provided the patient with food and was sent home after 2 and a half hours when his blood glucose (bg) was high enough. At the time of contact, the patient was doing good. Additional patient or event information is not available. Data was provided for evaluation. The reported connection loss was confirmed via data. A root cause could not be determined.